Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Beginning the week of (B)(6) 2015 lv pacing impedance rose to 532 ohms and then to 4047 ohms on (B)(6) 2015 from a range of 399-456 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contains a possible fracture. The lead was reprogrammed with the alert on high voltage and low voltage impedance turned off. The lead remains in use and is scheduled to be replaced. No patient complications have been reported as a result of this event. Additionally it was reported that the right ventricular (rv) lead exhibited high pacing impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.